Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer investigated a ghost door issue. A failed storage space was reported, but there was nothing to recover. Remoted in and ran hardware test application (hta) diagnostics, all tests passed. After powering back on, the failed space persisted with nothing to recover. Found that door 1 on the tower was greyed out. Instructed the pharmacist to power off the station, disconnect the pyxis bus cable, then power the station back on and allow the application to load. Powered off again, reconnected the cable, and powered back on. No failures were reported afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. The customer attempted to reboot the station and used the recover storage option; however, the issue could not be resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.